Event description:
I purchased byte aligners to straighten my teeth. I was evaluated online by byte and was declared a prime candidate for their product and treatment. After 2 years of treatment and communication (10 hours of wear per night), byte has refused to send me the rest of the products needed to finish my treatment. They are undergoing an existing FDA case and are now asking me to be examined by a dentist in order to resume treatment, which I can't get an appointment for 6 months. This was not in our contract. Byte has a guarantee that they will straighten my smile or my money back. I have this guarantee documented and it is still being used. I have asked for a refund 4 times and byte refuses to comply. I do not believe this product is safe or being distributed with honesty. Customers using this product and being lied to and tricked by this company need to be reimbursed.